Event description:
Medtronic physio-control is investigating failures of the device to turn off during the manufacturing process related to an oversensitivity of the on/off switch. The problem could cause the device to turn off by itself during use. There have been no reports of this malfunction occurring in distributed devices.